Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2008; 6947m72 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard a beep from their cardiac resynchronization therapy defibrillator (crt-d) and was experiencing "some fainting." The patient was concerned that the device was either dead, or dying, and not functioning normally. The patient has not been seen by their physician and follow-up is unable to provide additional information at this time. The crt-d remains in use. No further patient complications have been reported as a result of this event.